Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead dislodged multiple times during the implant process. No helix anomalies or other malfunctions were reported and tissue build-up found in the ra lead helix after removal. The ra lead was not used and another ra lead was used to successfully complete the procedure. The patient was stable throughout.